Event description:
Registered nurse summoned by resident's roommate. Found resident slid down from recliner. Wp din place underneath rib cage & around waist. Resident was blue/gray with littler respiration noted. Wp was cut & resident placed on floor. 02 applied @ 4 l/min., bp 90/60. Color improved. Condition stabilized. Resident has returned to former medical status.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.